Event description:
Another MFR's device was returned to office by the hospital. The reason for removal, as reported by the physician's office, was "failed prosthesis". Note: determination of reportability and categorization of this event was made according to the MFR's policies and procedures and the info rec'd in compliance with medical device reporting regulations. These determinations are not intended to evaluate this occurrence or suggest a cause (ref. Sections b1, b2, h1).